Event description:
It was reported that during a right hemicolectomy procedure, the blade was broken off when the blade was cleaned outside the patient. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.

Event description:
During an interventional procedure in the proximal sfa, the smart control stent was noted to move distally during deployment, slightly missing the intended placement site. The lesion was described as very calcified, and was pre-dilated with an unknown 5 x 4 balloon. No further intervention was performed, and there was no report of patient injury. The device is said to be available for evaluation. Additional patient and procedural information were not made available.